Event description:
It was reported that a patient presented in clinic for follow-up. The pacemaker had migrated upon visual examination. Physician decided to reposition the pacemaker. The patient was stable throughout the procedure.